Event description:
Following the procedure, the physician attempted an arteriotomy closure with a tsl 6 fr. Closer device. The stick was noted to be high above the cfa. The device was inserted and deployed anyway, but hemostasis was not achieved. Manual compression was used for hemostasis. While manual pressure was being performed, the pt's blood pressure dropped, and the pt started to feel sick. The physician felt that active bleeding was still present. A vascular surgeon was called, and the pt went to surgery where it was found that the external iliac had been perforated and was the source of bleeding. He stated that the perforation was most likely caused from a guidewire or a catheter. The perclose suture looked as if it was down at the level of the arteriotomy. The surgeon also noted that the pt was bleeding through the pt's suture lines of the perforated iliac repair. The pt expired the following day.